Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to have cancer. The patient required surgery in response to the reported event. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internal parts of the device. External investigation observed indeterminate contaminants on the bottom enclosure, along and behind the flip-covers, and along the back edge of the upper enclosure. Internal investigation observed dust on and in the blower. Pieces of degraded sound abatement foam were observed in the blower box and significant sagging of the foam was observed. Dark contaminant was observed around the blower seal which appears consistent with the keratin contamination observed in (B)(4). The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes they could confirm the presence of degraded sound abatement foam in the airpath and also observed unidentified external contamination and contamination on and in the blower. Section h6- type of investigation, investigation findings and investigation conclusions have been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.